Manufacturer narrative:
(B)(6). PMA/510k#: preamendment. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using plate columbia ag 5prct sb 90mm that were was biological contamination. This is a single report of 100 occurrences. Plates were not used for testing. The following information was provided by the initial reporter: contaminated plates.

Event description:
It was reported that before using plate columbia ag 5prct sb 90mm that there was biological contamination. This is a single report of 100 occurrences. Plates were not used for testing. The following information was provided by the initial reporter: contaminated plates.

Manufacturer narrative:
H.6. Investigation summary event description: the customer reported plates to be contaminated. Complaint history review: complaint history was reviewed and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected return samples were not provided however picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented by 100%. However several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. A definite root cause was not identified. However the occurrence of contaminations in the aseptic filling is being investigated by our hygiene team. As an immediate measure quality notification zd200970926 was created which lead to the gassing of the filling area with h2o2. Effectiveness checks indicate a significant improvement of the situation. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. We regret the inconveniences and bd will continue to monitor incoming complaints for similar defect types we would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).